Manufacturer narrative:
A ge representative performed an on site investigation. The power supply on the mainframe was adjusted. The software was reloaded and the system tested. The system operates as intended.

Event description:
The customer reported that the systems' cine was grainy and failed to play back. No pt injury was reported.